Event description:
On (B)(6) 2009, company rep reported pt's infusion device is cracked. Company rep stated the crack looks like an arch that starts at the center and continues to the bottom right corner on the back of the infusion device. On call back to pt, he stated the crack is on the back of the infusion device and begins at the 800 number on the back of the infusion device and goes through the reference number towards the insulin cartridge compartment. Pt reported the rubber in between the up and down buttons appears to have a "slight split" along the edge of the rubber. Pt stated he notices the slight split only when looking at it with a magnifying glass. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.